Event description:
It was reported to boston scientific corporation that an orca used during an unknown procedure performed on (B)(6) 2025. During the procedure, a/w button was leaking. It was reported that the button didn't seem to be seated properly in the valve port. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a050401 captures the reportable event of a/w valve fluid leak.